Event description:
The user facility reported that the finecross mg was kinked. The finecross mg f863a was found damaged originally when opened the package. A new one was opened and the operation continued. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
A3b: gender: n/a. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E1: phone number: requested, unknown. E2: health professional: unknown. E3: occupation: unknown. History investigation of the involved product code and lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar event reported from other facilities was found in the past complaint file. UDI no: n/a as this product code is not exported to the us market. Visual inspection of the actual sample: the provided photo of the actual sample showed that the distal end had been fractured. Upon comparison with a factory-retained sample, it was confirmed that the missing length of the actual sample was approximately 0.7 mm. The fractured point was distal from the gold coil. The gold coil section had an opening in the coil pitch. A slight dent was found at approximately 20 mm from the distal end. The outer layer near the opening in the coil pitch in the gold coil section was rough. The outer layer near the fracture had been stretched. This inferred that a tensile. Load was applied to this part, leading to the fracture. Dimensions of the actual sample: the outer diameter of the catheter (undamaged section): it met the factory's specifications. No anomaly was found. Simulation test using a factory-retained sample: a finecross mg was held at the most distal end with one hand and near the distal end with the other hand. Subsequently, the finecross mg in that state was exposed to a tensile load. As a result, the part distal from the gold coil was fractured, and a dent was caused. This state was thought to be similar to that of the actual sample. Cause of occurrence/conclusion: according to the investigation results, one possibility is that a load similar to that replicated during the simulation test was applied to the part when the actual sample was taken out or during use, leading to the fracture. However, due to the lack of information about the specific occurrence situation, the exact cause could not be determined. In the manufacturing process, a 100% magnifying inspection is conducted after product assembly and before product packaging. Therefore, any fracture similar to what was observed on the actual sample should have been detectable during this inspection. Additionally, no such fracture has ever occurred in the manufacturing process until now. Consequently, it is highly unlikely that the fracture took place during the manufacturing process. Relevant IFU reference: "do not bend the product at the edge of the holder. The product may break or separate." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.